Event description:
Reporter alleged discrepant back to back blood glucose comparison result of 147 mg/dl versus 86 mg/dl and 301 mg/dl versus 76 mg/dl when both comparisons were performed on the advantage system. Customer stated not having any hypoglycemic or hyperglycemic symptoms during the time of the testing. Customer indicated self treating with food and candy; however, did not report any other actions or treatments. A request was made for the return of the suspect device and replacement prod was sent.